Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
One of the back brakes and one of the front brakes were broken on the shower commode chair.